Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image, issue at the pin unit, error e009, and the stacker had not recognized the scope at all during installation involving an olympus colonovideoscope. There was no patient involvement reported.